Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. Device received with cracked case (battery tube). The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went in to pool and they received open book image on the insulin pump screen. Customer reported that there was a cracked in the battery compartment area. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.